Event description:
Pt had a titanium tube inserted under the cartilage of right ear into the ear canal. This procedure was for the retro x hearing aid mfg by auric hearing systems. This procedure is described on their web site http://www.aurichearingsystems.com. Dr did the procedure in the office of a second dr. The dr was doing this procedure for the first time. For the month since the insertion of this tube pt has experienced severe headaches and soreness around ear. The week of 12/10, pt contacted the MFR to find out if this was unusual. Pt was told they had done this 5,000 times in germany and no one had any side effects. They also told pt this procedure had complete FDA approval. Pt then called the FDA to find out if they had any records of headaches from this tube. Pt was told this procedure has not been approved, but required a class I approval. Pt has seen dr twice after the tube was inserted, 8 days later when pt got the hearing aid, and the next month when pt suggested to him that their ear was infected. He gave pt antibiotics. It is too soon to tell if an infection is causing the headaches. Several things regarding the retro x trouble pt: is this a surgical procedure that should be performed in the dr's office? If it is, how did pt's ear get infected? The infection seems to be in the middle of the tube, under the ear cartilage, not on the surface. Pt's surgery was done in a 10 x 12 examining room. In addition to dr and pt there were 6 to 8 others in the room observing. Can this number of people compromise sterile conditions and encourage an infection? In a procedure like this, are there other risks? What percentage of people react to titanium? Sometimes the headaches seem to be triggered by cold, and feel not unlike the headache when you drink a frozen drink too fast. Can the tube be affecting the sinus? Can the tube have damaged a nerve when it was inserted? When the next person has a problem after this procedure, will they be told thay are the only one who ever had side effects? Pt doesn't believe auric took note of or recorded pt's complaint. They seemed to just dismiss pt. Shouldn't pt be able to get info from their dr and the MFR of the hearing aid? Pt does not believe they are the only person out of 5,000 to have any problems. If this device is not yet approved by the FDA, were the mfrs obligated to inform pt? The solution both drs presented to pt is to have the tube taken out and return the retro x hearing aid. The cost of the hearing aid was $2,500 and they are willing to remove the tube and reimburse pt. The hearing correction with this device is very good. Pt doesn't want to give it up if there is any solution for the side effects.